Manufacturer narrative:
Additional information: a DHR review was conducted. DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR.

Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The sample and photo were received, and were found to have a vertical split running from the bottom to the top of its plastic cap confirming the customers indicated failure mode. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: confirmed complaint. Bd was able to confirm the customer¿s indicated failure mode because the defect was evident in the testing of the returned samples.

Event description:
It was reported that the bd vacutainer® psttm ii plastic tube with light green bd hemogard??¿ closure had a broken lid. No serious injury, blood to mucous membrane exposure or medical intervention was reported.